Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, blood glucose level displayed "high" customer administered manual injection to resolve elevated glucose and loaded a new cartridge to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.